Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level of over 600 mg/dl. A correction bolus and insulin injections were used to address the bg. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer did not know if the event was related to the pump or supplies. The customer was treated with intravenous insulin drip. The customer could not recall the exact dates of admittance and discharge; however, it was thought that the hospital stay was for 4-5 days. The customer was discharged with the high bg and dka resolved.